Event description:
Customer reported low blood glucose symptoms with blood glucose result of 231 mg/dl obtained on the compact plus system. Customer's spouse treated her with sugar packets and sprite; customer's low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.